Event description:
Betaseron injections into arms using autoject 2.25, causing bilateral radial nerve palsies. Standard depth too deep for location in a thin pt. Instructions not clear enough to avoid radial nerve injury.